Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia pd cycler set leaked from an unspecified location. This was observed during set up of peritoneal dialysis therapy. The leak was further described as ¿leaking all over thr place¿. There was no patient injury or medical intervention associated with this event. No additional information is available.